Event description:
On (B)(6) 2011, the lay user/patient reported the one touch ultra2 meter was giving the 'apply sample' icon during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2011 at 11:00 am, the patient obtained the 'apply sample' icon during testing on the reported meter; she did not obtain a blood glucose reading. Ten minutes afterwards, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, however, also revealed the patient's testing technique was incorrect, which can cause the test not to start. The issue was resolved with patient education. The test strips were replaced. The patient's testing technique was incorrect by placing the blood sample on the incorrect part of the test strip. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.